Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(4) 2024, it was reported that three infusion sets cannula were bent. The symptoms were noticed within 3 hours of insertion. The set was inserted in abdomen. Blood glucose level due to the issue was 419 mg/dl and was treated with correction injection via mdi. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
MDR 3003442380-2024-03907 - device 3 of 3.